Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. D4: batch # unk. E1: unknown reporter. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used? Was buttress used? If so what kind? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Any clips, clamps, or graspers near the area where the device was being fired? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Were the staples the appropriate b-shape form? Could you specify what is meant by "bleeding on the middle row of the staple line"? Please describe in more precise anatomical signs? What hemostatic interventions were used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a roux & y gastric bypass, the morning after the surgery the patient had blood loss in the feces. Because of significant bleeding, they suspected an anastomotic leak. Revision surgery was performed and bleeding on the middle row of the staple line (of the jejuno-jejuno anastomosis) was observed. Hemostatic intervention and clips were placed. This stopped the bleeding and the revision surgery was successfully finalized. Patient experienced blood loss and revision surgery on the next day. Surgery was prolonged by 45 minutes in re-operation time.